Event description:
It was reported that, "patient complained of right knee pain. When revised, there was minor defect to the "post" of the insert. The insert was replaced with the same size and thickness."

Manufacturer narrative:
Additional information has been requested, and if available, it will be submitted in the supplemental report.